Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. Before the procedure, the tip of the inner sheath was broken. The device was not used in patient. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. Not known if the damage resulted in wires being exposed. The damage did not result in any lifted or sharp rings. No resistance or difficulty during insertion or removal of the catheter. The device was not pre-shaped.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. Before the procedure, the tip of the inner sheath was broken. The picture investigation was completed on 27-jan-2026. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip of the dilator was observed broken. No other damages or anomalies were observed on the dilator nor the vizigo sheath. The broken condition observed on the dilator could be related to the interaction of the dilator and the guidewire before the procedure; however, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-feb-2026. The device evaluation details. Visual inspection and functional test were performed following j&j medtech procedures. Visual analysis revealed dilator broken from the distal tip. No damage or anomalies were observed on the sheath or the rest of the dilator. An outer diameters (od) test was performed on the dilator and no issues were found. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The broken dilator reported by the customer was confirmed. The potential cause of this issue could be related to an incorrect insertion of the dilator during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use direct imaging guidance (such as fluoroscopy or intracardiac ultrasound) to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported ¿the tip of the inner sheath was broken¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator broken from the distal tip¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).